Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? When did the thread detach (found on the package, before use on the patient, during use on the patient)? Procedure date and name? To date it has been reported that the device will not be returned. If a device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via: 2210968-2023-02758.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The thread became detached from the needle. There is no suspicion of excessive tourque/ pulling/ catching. There were no adverse patient consequences reported. Additional information has been requested.